Manufacturer narrative:
All buttons function properly. However, moisture damage was found on keypad traces. No numbers keep going up, ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer entered the blood glucose and the number kept going up and would not stop. Customer had to remove the battery. Advised the customer that the insulin pump will be replaced. Customer thinks the blood glucose reading was 141 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.